Event description:
Knees were sore after the injection / pain much worse than before [arthralgia]. Pain has never gotten any better long term [device ineffective]. Case description: spontaneous report received on 05-mar-2010 from a (B)(6) male pt, initials (B)(6), whose relevant medical history included: osteoarthritis, pain in both knees, and previous synvisc injections starting in late 1990's (1 series of injections in both knees approximately every 1-2 yrs; right knee always better than left knee). The pt received his first injection of synvisc-one into both knees on an unk date in (B)(6) 2009, after which both knees were sore. Over the next few days, the pain got progressively worse in both knees and the pain was worse than before receiving the synvisc-one. The pt was treated with a cortisone injection, which provided relief for only 24 hrs. The pain has not gotten any better long term and the pt stated that walking even hurts. No further info was provided. As of the date of receipt of this report, the pt outcome was not yet recovered. MFR's comment: the benefit-risk relationship of synvisc-one is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.